Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient inserted the sensor into the arm, which is off-label usage of the device. She stated the patient¿s arm became infected. The sensor insertion site became swollen and it started hurting the patient. She indicated that the sensor was coming up on the edges and they had to take it off. The sensor insertion site had developed pus after a few hours of removing the sensor and the patient¿s mother became concerned and took the patient to the doctor. She stated there was a red ring around the area, a bump and was tender. The patient was provided antibiotics and at the time of contact, the affected areas was still red with a bump. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.